Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with the current time and date and monitored for several days. The time and date functioned properly. The pump can access in the utilities menu noted. However, the insulin pump was received with intermittent button response due to flattened all keypad dome switches. We were unable to perform visual inspection on the keypad connector. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 20 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to troubleshoot for low readings.